Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis, gravida I, parity 1, vaginal bleeding, uterine fibroids, hypertension, obesity, asthma and bipolar disorder. Concurrent conditions included hyperlipidemia. Concomitant products included benzatropine mesilate (benztropine mesilate), brexpiprazole (rexulti) since (B)(6) 2014, cyclobenzaprine, docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, fluticasone from (B)(6) 2006 to (B)(6) 2007, hydrochlorothiazide; triamterene (maxzide) since (B)(6) 2007, hydroxyzine since (B)(6) 2014, ibuprofen from (B)(6) 2017 to (B)(6) 2017, lithium carbonate since (B)(6) 2014, losartan since (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, megestrol, nifedipine since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal"), migraine ("migraines/ headaches,"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and bipolar disorder ("bipolar disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, fatigue, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfuljy occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis, gravida I, parity 1, vaginal bleeding, uterine fibroids, hypertension, obesity, asthma and bipolar disorder. Concurrent conditions included hyperlipidemia. Concomitant products included benzatropine mesilate (benztropine mesilate), brexpiprazole (rexulti) since (B)(6) 2014, cyclobenzaprine, docusate sodium (colace) from (B)(6) 2017, fluticasone from 9-nov-2006 to 24-sep-2007, hydrochlorothiazide;triamterene (maxzide) since (B)(6) 2007, hydroxyzine since (B)(6) 2014, ibuprofen from june 2017 to july 2017, lithium carbonate since (B)(6) 2014, losartan since (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from december 2006 to march 2007, megestrol, nifedipine since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal"), migraine ("migraines/ headaches,"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and bipolar disorder ("bipolar disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, migraine, depression, anxiety, fatigue, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, vaginal discharge and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New event: bipolar disorder added. Concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis, gravida I, parity 1, vaginal bleeding, uterine fibroids, hypertension, obesity, asthma and bipolar disorder. Concomitant products included brexpiprazole (rexulti) since (B)(6) 2014, docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, fluticasone from (B)(6) 2006 to (B)(6) 2007, hydrochlorothiazide;triamterene (maxzide) since (B)(6) 2007, hydroxyzine since (B)(6) 2014, ibuprofen from (B)(6) 2017 to (B)(6) 2017, lithium carbonate since (B)(6) 2014, losartan since (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, nifedipine since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal"), migraine ("migraines/ headaches,"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, migraine, depression, anxiety, fatigue, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain, general abnormal bleed, psych injury, vaginal discharge, bladder problems, urinary problems. Essure implant date updated. Outcome for events general abnormal bleed, bladder problems and urinary problems were resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis, gravida I, parity 1, vaginal bleeding, uterine fibroids, hypertension, obesity, asthma and bipolar disorder. Concomitant products included brexpiprazole (rexulti) since (B)(6) 2014, docusate sodium (colace) from (B)(6) 2017, fluticasone from (B)(6) 2006 to (B)(6) 2007, hydrochlorothiazide; triamterene (maxzide) since (B)(6) 2007, hydroxyzine since (B)(6) 2014, ibuprofen from (B)(6) 2017, lithium carbonate since (B)(6) 2014, losartan since (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, nifedipine since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal"), migraine ("migraines/ headaches,"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, migraine, depression, anxiety, fatigue, weight increased, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, infection (bladder/urinary tract/vaginal)-vaginal, migraines/ headaches, depression, anxiety and mental anguish, fatigue, weight gain, dysmenorrhea and dyspareunia added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis, gravida I, parity 1, vaginal bleeding, uterine fibroids, hypertension, obesity, asthma, bipolar disorder, tv trichomonas vaginalis, depression and surgical site infection. Concurrent conditions included hyperlipidemia. Concomitant products included benzatropine mesilate (benztropine mesilate), brexpiprazole (rexulti) since (B)(6) 2014, cyclobenzaprine, docusate sodium (colace) from (B)(6) 2017, fluticasone from (B)(6) 2006 to (B)(6) 2007, hydrochlorothiazide;triamterene (maxzide) since (B)(6) 2007, hydroxyzine since (B)(6) 2014, ibuprofen from (B)(6) 2017, lithium carbonate since (B)(6) 2014, losartan since (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, megestrol, nifedipine since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal"), migraine ("migraines/ headaches,"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and bipolar disorder ("bipolar disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, fatigue, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Discrepancy noted: essure insertion date as per mr is (B)(6) 2006. The essure devices were deployed with three coils visible on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis, gravida I, parity 1, vaginal bleeding, uterine fibroids, hypertension, obesity, asthma, bipolar disorder, tv trichomonas vaginalis, depression and surgical site infection. Concurrent conditions included hyperlipidemia. Concomitant products included benzatropine mesilate (benztropine mesilate), brexpiprazole (rexulti) since (B)(6) 2014, cyclobenzaprine, docusate sodium (colace) from (B)(6) 2017, fluticasone from (B)(6) 2006 to (B)(6) 2007, hydrochlorothiazide;triamterene (maxzide) since (B)(6) 2007, hydroxyzine since (B)(6) 2014, ibuprofen from (B)(6) 2017, lithium carbonate since (B)(6) 2014, losartan since (B)(6) 2007, medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2007, megestrol, nifedipine since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal"), migraine ("migraines/ headaches,"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and bipolar disorder ("bipolar disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, fatigue, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Discrepancy noted: essure insertion date as per mr is (B)(6) 2006. The essure devices were deployed with three coils visible on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.